Event description:
(B) (4). It was reported that post a coronary stenting treatment procedure, patient death occurred. The lesion was located in the right coronary artery vessel. The reference vessel diameter was 2.7mm and lesion length was 20mm. Pre-procedure stenosis was 85% and post-procedure was 5% stenosis. A 2.75x20mm liberte stent was implanted. No attempt was made for direct stenting. The procedure was a technical success. The same day the patient did not have angina or silent ischemia, but the patient had sudden cardiac death. Medications included asa and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product unavailable for analysis.